Event description:
Covidien received information stating that the 840 ventilator had a loss of communication. The malfunction did not occur during patient use.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb). The cse upgraded the software to the current revision the unit passed all testing and operates within the manufacturing specifications. (B)(4).